Event description:
During an unrelated ablation procedure, the device sensed electro-magnetic interference (emi). The noise was oversensed which resulted in inappropriate anti-tachycardia pacing (atp). The patient also experienced to previous events of atp due to suspected emi exposure. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.